Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had high pacing impedance. Programming changes were performed to resolve the issue. The patient was stable throughout the event.

Event description:
Related manufacturer reference number: 2017865-2022-00213. New information noted that the patient had presented via remote transmission. Review of transcripts revealed that the lead was oversensing noise that led to pacing inhibition. The patient was asymptomatic. The patient then was brought into catheterization laboratory and fluoroscopy revealed a first rib clavicle crush of insulation. The lead was capped and replaced on (B)(6) 2021. The pacemaker was also explanted due to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The patient was stable post procedure.